Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error.the customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Product support advised customer to swapping in a power management (pm) pcb for troubleshooting. Provided parts ID for the pm pcb and cpu. Discussed replacement of both to include reprogramming the options in for cpu replacement.